Manufacturer narrative:
Ascent healthcare solutions was made aware of this incident on (B)(6) , 2010 through a source unrelated to the hospital where the event occurred. The complaint device was not returned to ascent healthcare solutions for evaluation and the packaging was not saved. The item number and lot number are unknown. Sales records were reviewed and it was determined that the hospital where the event occurred did receive several ultrasonic scalpel models that were reprocessed by ascent. The hospital staff was contacted but no further information about the event was made available. The user facility did not have record of this as a report. Since the device was not returned for evaluation a root cause could not be determined.

Event description:
It was reported that a fragment of the harmonic scalpel blade became dislodged in the abdomen. The fragment was not removed. No patient injury was reported.